Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 520 mg/dl while wearing the pod longer than 48 hours. The caregiver stated that the pod was removed and the site (location not specified) was painful with blood in the cannula. Swelling at the insertion site was also reported. The caregiver reported that a ¿high¿ alert was received. It was confirmed that the pink slide moved forward and the cannula was inserted into the skin during wear. There was no confirmed insulin leakage. The caregiver noted that the cannula was bent. No treatment was reported. Product support assisted the patient with activating a new pod.